Event description:
It was approached transurethrally and placed in the renal pelvis and ureter. The resonance metallic ureteral stent (rms-0600xx) placed at (B)(6) hospital became difficult to remove. (Placement size, date of placement, date of event, etc. Are unknown.) The patient underwent eswl (extracorporeal shock wave) once and ureteroscopic observation twice at (B)(6) hospital, where the stent was implanted, but was transferred to (B)(6) hospital because of failure to remove the stent. Currently, a polymer ureteral stent is being placed in parallel with the resonance metallic ureteral stent to ensure urinary drainage. The physician is scheduled to attempt removal by percutaneous approach on september 9 (mon.). (B)(6) 2024 obtained additional information around (B)(6) 2023, resonances were implanted bilaterally at (B)(6) hospital. The patient had iatrogenic ureteral stenosis after a gynecological cancer resection. Around (B)(6) 2024, when an exchange surgery was performed at (B)(6) hospital, the right ureter was replaced, but the resonance in the left ureter became difficult to remove. On (B)(6) 2024, the patient was placed in a prone position with legs apart, and the resonance stent was removed by simultaneous percutaneous and transurethral approaches. The physician attempted to pull it transurethrally, but it still could not be removed. So he placed a 24fr amplatz sheath percutaneously via the middle calyx approach, inserted a nephroscope, and found the resonance in the renal pelvis. About 5mm tip of the pigtail had strayed into the submucosa near the entrance to the mid renal capsule, and a ho:yag laser (5j x 5hz) was used to remove the stray portion while incising the mucosa. When it had been peeled off to a certain extent, the pigtail on the bladder side was pulled out to the external urethral orifice, and while continuing the laser incision while traction was being performed transurethrally, the stent was severed. *since the severed part was located in the lower ureter, it is unlikely that it was caused by the laser incision. Therefore, we stopped traction transurethrally and only performed an incision on the kidney side. As the tip of the pigtail became visible, forceps were used to pull it out, but it could not be removed. Further observation inside the renal pelvis confirmed that the coil in the pigtail, located between the renal pelvis and the upj, had become infiltrated with mucosa. Pediatric laparoscopic surgery scissors were passed through the forceps channel of the nephroscope to peel off the infiltrated mucosa and stent. After peeling was completed, the resonance was pulled percutaneously and removed. After removal, a renal pelvic balloon 20fr, 6fr dj stent was placed to complete the procedure. The physician was able to understand that the tip of the pigtail had become submucosal, but the reason for mucosal infiltration of the coil from the renal pelvis to the upj is unclear. One possibility is that the coil may have passed under the mucosa when it was placed, but it is also possible that the mucosa infiltrated into the coil after it was placed. He would like to know whether there are any reported cases, both in japan and globally, where the mucosa has infiltrated into the coil, making it difficult to remove. User comment: as far as the CT scan shows, there were no signs of stone adhesion, and it is possible that the pigtail at the tip of the stent had strayed under the mucosa. As no hydronephrosis was confirmed in the CT images as of (B)(6), it is believed that urine is being drained. (B)(6) 2024 additional user's comment I was able to understand that the tip of the pigtail had become submucosal, but the reason for mucosal infiltration of the coil from the renal pelvis to the upj is unclear. One possibility is that the coil may have passed under the mucosa when it was placed, but it is also possible that the mucosa infiltrated into the coil after it was placed. I would like to know whether there are any reported cases, both in japan and globally, where the mucosa has infiltrated into the coil, making it difficult to remove. (B)(6) 2024 additional information was obtained from the physician by sales rep. The patient's postoperative progress was good, the nephrostomy was removed, and he was discharged on (B)(6). (B)(6) 2024 additional information as inquiry response obtained from the sales rep. 1. Was the stent stored in strong light (e.g. In a in a pyxis machine) or in direct sunlight? No. It is unclear because the facility where the problem was reported is different from the facility used. However, since the equipment the order type was "use or return", the device was used shortly after the delivery, so the answer is "no." 2. If yes, please detail where the device was stored 3. What was the target location for the stent? Renal pelvis/ureter 4. Was there difficulty advancing the stent to the target location? It is unclear because the facility where the problem was reported is different from the facility used. 5. What was the length of the indwell time? About 1 year. 6. What was used to remove the stent? Dissection with a holmium yag laser (setting 0.5 x 5), dissection with pediatric laparoscopic scissors 7. How often was the stent checked during the in-dwelling time? It is unclear because the facility where the problem was reported is different from the facility used. 8. What method was used? N/a, fluoroscopy, CT, other 9. If other, please specify. 10. What is the source of the extrinsic compression? It is unclear because the facility where the problem was reported is different from the facility used. 11. If other, please specify 12. If caused by a tumor, what is the tumor type? It is unclear because the facility where the problem was reported is different from the facility used. 13. What is the stage of the tumor? It is unclear because the facility where the problem was reported is different from the facility used. 14. Was the patient using calcium supplementation? Unknown. 15. Was force required to remove the stent? Yes. 16. Was encrustation evident on the stent? N/a, yes, no. No, no foreign matter was found, and mucosal infiltration was confirmed. 17. Did the patient require any additional procedures as a result of this event? Yes. 18. What intervention (if any) was required? 19. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Another day. The procedure was performed after the patient was transferred to another hospital due to difficulties in handling the procedure at the facility. 20. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. Unknown. 21. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.